Event description:
A discordant, false positive hepatitis b surface antigen (hbsag) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was scheduled to rerun in duplicate on the same instrument, and the first replicate resulted negative. The result of the first replicate was reported by the laboratory information system (lis) to the physician(s) before the sample was repeated and the negative result could be confirmed. The operator then manually reran the sample, which also resulted negative. There are no known reports of patient intervention or adverse health consequences due to the discordant, false positive hbsag result or the lis reporting the first replicate result prior to the sample being rerun to confirm the result.

Manufacturer narrative:
A siemens global product support (gps) specialist reviewed the instrument data. After evaluation of the instrument data, the gps specialist did not find an instrument malfunction. The customer did not provide the sample identification number, and therefore the data specific to the sample could not be assessed. The sample had been rerun twice on the same instrument and resulted as expected. The gps specialist discovered that the customer was not using the final result rule feature, in which all replicate results are sent to the lis once testing is completed. The customer also does not have results held for review before they are released to the lis. The customer was advised to either activate the final result rule feature, hold results for review prior to releasing them to the lis, or consider changing the lis auto verification process. The cause of the false positive hbsag result is unknown. The cause of the first replicate result being transmitted to the lis before the result was confirmed was due to the customer's configuration; the device operated according to specifications. The instrument is performing according to specifications. No further evaluation of this device is required.